Event description:
I use dexcom g7 sensors and over the past couple of months the majority of them have failed, either right away or within one day of insertion. It can take dexcom a full week to send replacements, so I have been without a sensor for a number of days, which affects the control of my diabetes.